Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The brake mechanism was replaced and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm brake handle was broken. There was no adverse patient involvement reported. There was no patient information reported.